Event description:
An article published by the "circulation journal" reported a retrospective single-center observational study that included patients with severe as (aortic stenosis) who underwent tavr using xt or s3 (sapien 3) valve between may 2010 and april 2022. The following events occurred: 12 patients (4 hemodialysis and 8 non-hemodialysis) experienced postprocedural and severe (stage iii) structural valve deterioration (svd). It was indicated that the type of svd was recurrent calcified severe aortic stenosis (as) in 11 patients and a combination of moderate transvalvular aortic regurgitation (ar) and calcified moderate as in 1 patient. 10 of these patients were successfully treated with valve in valve or savr, whereas the other 2 patients were left untreated due to severe dementia and advanced age. No additional information is available. This report is to capture the 2 patients with no intervention.

Manufacturer narrative:
Mizote, isamu, et al. "Five-year transcatheter aortic valve replacement outcomes in chronic hemodialysis vs. Non-hemodialysis patients using balloon-expandable devices." Circulation journal. J-stage advance publication released online may 11, 2024. Reference related MFR. Report # 2015691-2024-05274 and 2015691-2024-05276. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.